Manufacturer narrative:
D6; device returned with no lot identification. Results of evaluation: conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed the staples as designed around the entire staple ring. The staple heights and staple formation were found to be conforming with respect to mfg requirements. The staples returned for this inquiry were examined and found to be different than the staples sent out with the instrument. The staples received appeared to be skin staples removed with a staple removal device. It could not be determined why these staples were sent for evaluation with the ecs device. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the ecs29 was used during a laparoscopic colon procedure. The device was fired. The donuts then inspected and appeared complete. The surgeon irrigated the anastomosis and there was a leak found in the staple line. The surgeon attempted to hand sew the anastomosis without success. The case was converted to an open procedure and a competitor's device was used to complete the case. 2/7/97 surgeon was performing a laparoscopic bowel resection. He was performing a sigmoid resection with anterior anastomosis. After resection of the bowel, the anvil was placed into the proximal colon. No problems were encountered. The ecs29 was placed through the rectum with the spike brought through a staple line in the rectum. This staple line was attained with one of co's endo cutters. The instrument and the anvil were then mated and closed. Upon firing the instrument there appeared to be no problem. The circular stapler was opened and removed and on inspection there were two good donuts. Leak testing demostrated a leak. The point of the leak could not be identified. In view of concern for the adequacy of the anastomosis, open exploration was carried out which revealed continued leak. They were unable to identify the exact site of the leak, therefore the anastomosis was resected and redone. The pt has no permanent sequalae and is doing satisfactorily. Surgeon will try to obtain the anastomsis for co's inspection; the instrument is being returned to co for evaluation.